Event description:
The distributor reported that, when the end user took out the primary package from the box, part of the packaging was already open. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3d03451 was manufactured on 04/29/2023, in surgical cover dressing (scd) packaging line, with a total of (B)(4) market units (mkus). Complaint investigator performed a batch record review on 03/jun/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1728534 and manufacturing order (B)(4). No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: method: the machine does not have a method for avoid performing the operation on out of the validated process ranges for temperature. Corrective and preventive actions: corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted since additional photos were received and re-investigation of photos was done. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Hence, results of the previous investigation submitted along the initial emdr remain the same and this is just an addition to previous investigation results provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date, additional patient or event details were received which have been added in h10 (addl mfg narrative).